Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that the customer had low blood glucose is low as 37 mg/dl. Customer declined troubleshooting for low blood glucose. Patient's current blood glucose was 140 mg/dl. Patient has treated with food. Customer had 4 incidents with low blood glucose, 37 mg/dl and 48 mg/dl. Customer stated that she has been cutting back on her boluses and increased her eating to treat the blood glucose. Customer¿s blood glucose was running in 40s for the past 90 days and she has used all but 2 sets. Customer stated that, she has been having an insulin reaction non-stop for about 4 days and blood glucose have been in the 30s about 4 or 5 a day. Customer was neither in emergency room, nor admitted into hospital, nor was emergency medical service dispatched as a result of low blood glucose. Customer advised of the reactive box of infusion sets. The insulin pump will not be returned for analysis.